Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. It was presumed that the event could have occurred by fatigue due to repeated stress from manipulating forceps elevator. Additionally, it was found discoloration of internal light guide lens, and for this event, it was presumed from the following investigation result that aging and impact on distal end caused slight peel at glue between distal end (c-body) and light guide lens. Moisture may have invaded the gap at the glue, caused crevice corrosion. A definitive root cause could not be determined for either event. The event can be detected and prevented by following the instructions for use: 3.2 inspection of the endoscope: inspection of the forceps elevator mechanism: inspection for smooth operation: visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the duodenovideoscope exhibited knob wire partially broken. The issue occurred during preparation for use of a diagnostic unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.